Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an investigation was performed for one drill bit (part 317.320 / lot f-15190). The visual inspection has shown that approximately 8 mm from the fluted tip section is broken off. The broken off portion was not returned. The device was measured and measurements conformed to drawing review. The manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The material used (stainless steel) met the required specifications including harness. The broken surface is homogenous what indicates material conformity as well. No indication for product related issue was found. Based on the manufacturing investigation results, it was concluded that the cause of failure is not due to any manufacturing non-conformances. The exact root cause could not be determined. It is possible that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There were no fragments generated. No pieces of the instruments remain in the patient after surgery. Surgery was successfully completed without other medical intervention required. It is unknown if there was any patient harm.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided for reporting. Additional product code: erl, hbe, hsz. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation. Facility phone number: (B)(6). Device history records review was conducted. The report indicates that: part: 317.320 lots. F-15190 manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 14 march 2014. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that two drill bits have broken during surgery. No delay to surgery time. No patient harm was reported. This complaint involves two parts. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.